Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 477 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via manual injection. The customer stated they had a no delivery alarm. Troubleshooting for the high blood glucose was declined. Troubleshooting for no delivery was provided. The customer stated there was a bent cannula. The insulin pump will not be replaced and returned for analysis.